Manufacturer narrative:
The customer's calibration recovery was found to be ok. The customer's qc recovery was found to be ok. Service performed a performance check, replaced the reagent, and reran the performance check again. The alarm trace from the analyzer included an abnormal probe sucking alarm. This alarm is an indication of possible poor sample quality. There was no indication of a reagent or instrument performance issue. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys ft4 iii assay on a cobas 6000 e 601 module. The sample initially resulted with a ft4 value of 0.704 pmol/l and this value was reported outside of the laboratory. The sample was repeated, resulting with a ft4 value of 17.72 pmol/l. The ft4 reagent lot number was 459257.